Event description:
The device was being used to treat a pt. The device was connected to the pt via combination electrodes. Reportedly, the device would not charge to 200 joules and shut itself off when the shock button was pressed. The device was turned back on and the reported malfunction recurred two more times. A backup device was obtained and treatment was continued. The pt was resuscitated. There were no adverse effects to the pt as a result of the reported event.